Event description:
It was reported that the internal foam spacer placed around the display monitor (between the display lens and display component) moved up and is now covering the bottom portion of the device's display. Foam spacer movement along the lower edge of the display may obscure the low battery indication in the status message area. There was no report of pt use associated with the event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The display lens was replaced and proper device operation observed through functional and performance testing. The device was returned to the customer for use. The removed display lens was further evaluated at the failure analysis center and the foam misalignment confirmed.